Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the quick coupling device was making a rattling sound and making marks on the pins. There were no delays to the planned surgical procedure. A spare device was not available for use. The reporter indicated that the surgery was completed successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that there was a grinding noise and vibration while in use. Therefore, the reported condition was duplicated and confirmed. It was determined that the bearings and clamping components were worn. The assignable root cause was determined to be most likely due to normal wear on mechanical components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.